Event description:
Numerous subdural post craniotomy intracranial pressure (cp) monitoring kits, used post craniotomies, were recording inaccurate icp measurements just by moving or touching the catheters once in situ. One catheter measured an icp of 127 and after moving it slightly it immediately came down to 12. Additional clinical information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.